Event description:
The ge oec 9600 fluoroscopy system would intermittently reboot during procedures.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the low voltage power supply to be below the 5vcdc threshold and it was adjusted over 5vdc. Connectors were cleaned and re-seated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.